Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there insulin leaked into the reservoir compartment and there was a crack around the battery compartment of the insulin pump. The customer's blood glucose was 14.0 mmol/l, which was treated with manual injection. The customer was advised to remove the reservoir and dry the compartment with a lint free cloth. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. Moisture damage was noted on the electronic or motor assemblies.